Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a revision surgery of his inflatable penile prosthesis (ipp) due to the device was no longer working as it would not inflate. A hole in the right cylinder was identified. All components were removed and replaced. The patient had a good outcome with a functioning device.